Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery alert due to buttons not responding. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had failed battery alarm. The customer blood glucose level was 450 mg/dl at the time of incident. Customer reported that they experienced high blood glucose. Customer treated with syringe. Customer reported the drive support cap was normal. The insulin pump was returned for analysis.